Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The native valve measured to be 24mm in diameter, 475mm^2 in area, and 75mm in perimeter. The patient's rhythm at baseline was a first degree heart block. A right transfemoral approach was utilized. There was moderate annular calcium distribution, which was deemed sufficient to allow sealing. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-dilatation balloon valvuloplasty was not performed. A pigtail catheter was in the non-coronary cusp, and wire access was obtained in the left ventricle with a guiding catheter and straight coronary wire. This was then exchanged out for an extra small safari left ventricular coronary wire, which was inserted into the left ventricle. The delivery system was inserted into the patient and advanced through vasculature and across the aortic annulus without any cardiac rhythm changes. The deployment of the valve was commenced, and when the valve was deployed at 80%, the patient went into a 2:1 second degree heart block. There was no anatomical or tissue/calcium interference affecting expansion. The patient became hypotensive and medication was administered with effect by anesthetist. The valve was fully deployed in the optimal position. The final implant depth was 5mm at the non-coronary cusp and 6mm at the left coronary cusp. When the aortogram was performed, an anterior perivalvular leak was observed on echocardiogram, and a post-dilatation balloon valvuloplasty was performed with a 23mm cristal balloon. The mild perivalvular leak improved, but the patient went into a complete heart block. Temporary pacing was placed and remained post-procedure in recovery. A permanent pacemaker implant was required. On (B)(6) 2023, the patient was discharged home. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of low blood pressure/hypotension, heart block and perivalvular leak were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.